Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the fecal management system (fms) balloon inflation port fell out of the tube housing. The nurse unsuccessfully attempted to clamp the fms tubing. As a result of the detached balloon inflation port, 'catheter with balloon fell out of the patient'. No patient consequences were reported as a result of this event.